Event description:
Vague report of overinfusion. No pt injury resulted.

Event description:
Pump was reported to overinfuse. Pump was programmed to deliver bumetanide at a rate of 1ml/hr for a total of 60ml to be infused. After 1 hour, the entire 60ml had delivered. No need for medical intervention was reported and no pt injury was reported.